Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid in the helix housing and tissue entwined in the helix. In addition, cuts in the outer/inner insulation approximately 155- 265mm and a cut in the suture sleeve were found, likely due to explant damage. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing caused by dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing caused by dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.